Event description:
I was reported that the device was seen to be protruding from the pocket and was being exposed to the open air causing noise to be sensed. The noise caused loss of ventricular pacing and inappropriate high voltage therapies. The system was explanted due to erosion and infection.

Manufacturer narrative:
The reported field event of inappropriate shocks due to noise was verified via stored egms. The device was tested on the bench and using automated test equipment and no noise was observed. The cause of the noise could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.